Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified popliteal artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 30 seconds. The device was removed from the patient's body without any problem. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.